Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 11, 2017. The coating on the outer surface of the jaw was worn and partially came off. The ptfe pad of the subject device was partially worn and torn. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The probe error did not occur when an operator performed a probe check. An operator could output the subject device in seal mode and seal&cut mode. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of dysfunction is most likely related to the operator's technique. Based on the past similar cases, it was known that the dysfunction occurred due to the loose connection between the subject device and the transducer. The instruction manual of the device has already warned as follows; warnings:1) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. 2) be sure to fully insert the transducer plug securely. Otherwise, the unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output, which could lead to potential bleeding. 3) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain open surgery, the subject device did not work. The subject device still did not work after the transducer was replaced. The subject device was replaced with another device, and the procedure was completed. The ptfe pad of the subject device was severely worn. There was no patient injury reported.